Event description:
It was reported that this was a venotomy closure of the left common femoral vein using two prostyle devices after a pulsed field ablation procedure using a 10f sheath. Reportedly, a cuff miss occurred with two prostyle device. The suture did not deploy when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
An analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. A material separation was discovered during analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. It is likely an interaction with patient anatomy caused a needle deflection leading to a posterior cuff miss/incomplete blow through leading to the link separating from the swage end of the posterior cuff. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from unknown to 4063041.